Event description:
Four boxes of strips have a different expiration date printed on the outer-packaging, then is listed on the strip vial label. Pt's blood glucose was not affected and no treatment was recieved. A request was made for the return of the suspect product and replacement product was shipped.